Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint breathing circuit caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6), reported via a fisher and paykel healthcare (fph) field representative that the y-piece of an rt266 infant breathing circuit had cracked during use, causing a leak. The patient's oxygen saturation level decreased, but normalized when the circuit was changed. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit was not returned to fisher & paykel healthcare in (B)(4) for investigation, but 12 sealed rt266 breathing circuits were returned. The returned devices were visually inspected and two samples were pressure tested. In addition, the customer provided a photograph of the complaint swivel y-piece. Results: visual inspection revealed no damage to the returned breathing circuits. The pressure test revealed that the breathing circuits were within specification. Visual inspection of the provided photograph revealed no damage or crack to the swivel port. The white parting line of the swivel was shown. Conclusion: we were unable to determine what may have caused the crack and leak as reported by the customer as no fault was found with the returned devices. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitisers.

Event description:
A hospital in (B)(6), reported via a fisher & paykel healthcare (fph) field representative that the y-piece of an rt266 infant breathing circuit had cracked during use, causing a leak. The patient's oxygen saturation level decreased, but normalized when the circuit was changed. No further patient consequence was reported.